Event description:
The customer reported that on (B)(6) 2011 an erroneous, elevated creatinine (crem) result was generated from a unicel dxc 800 synchron system for one pediatric patient. The erroneous initial crem result was reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Data provided by the customer indicated that the initial crem result was repeated on another instrument which generated a lower result. Instrument quality control results were recovering within established specifications during the timeframe of the event. The crem sample was drawn in a pediatric tube and transferred to a 0.5 ml cup by a transfer pipette.

Manufacturer narrative:
The root cause of this event is currently unknown. The investigation is ongoing.